Event description:
It was reported that the pump showed error code 46442 with a red screen as well as error code 44508. The event occurred during testing. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D3 - mfg establishment name, h3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the pump showed error code 46442 with a red screen as well as error code 44508¿ error code 46442 was confirmed through pump power up test. The probable cause was unknown. Cleared error codes. Further investigation found downstream occlusion (dso) and upstream occlusion (uso) seals delaminated, battery door and compartment damaged, lens nicked, and printed wiring assembly (pwa) board damaged. Replaced dso and uso seals, battery door, battery compartment, lens, and pwa board. Performed dso/uso calibration. Validated repair through dso/uso sensor test. Updated software and unit reset to standard configuration. The device passed all testing criteria. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.